Manufacturer narrative:
Investigation, including determination of root cause, is in progress.

Event description:
The surgeon reports that the surface of the handpiece is uneven and rough, which caused him to rip the capsule during polishing in two patients. The second patient is being reported under manufacturer number 2028159-2007-00135. Additional information has been requested.